Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, deformation, and cloudiness/voids in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Micro analysis was performed and identified wear abrasion and no opening. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.6., d.10., h.3., h.6.